Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high. Customer's blood glucose level was 431 mg/dl. The infusion set had air bubbles. The week before the insulin pump kept alarming no delivery over and over again. The customer gave herself insulin manually. The device was not returned.